Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported that there was no pocket fill that occurred. The patient was not showing any symptoms of withdrawal or overdose. As of (B)(6) 2015, the patient was receiving effective therapy. The reason for the volume discrepancy was unknown. The cause of the difficulty of filling the pump was unknown. There were no further troubleshooting or interventions that had been done or were scheduled. The managing physician was planning on waiting to see if the next refill would be off before he plans to do any other troubleshooting. The date of the next refill appointment was unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received that the device was later explanted and returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information later received the pump was not explanted due to the discrepancy. The replacement was due to normal eol.

Event description:
It was reported that there was a filling difficulty. The pump would not take more than "37cc's" of drug. The pump interrogation read that approximately 2.5cc's should have been in the pump. The physician aspirated approximately 6cc of drug. When it was time to refill the pump only took 37cc's. There were no patient symptoms or complications associated with the event. He pump system was delivering gablofen. The patient's status at the time of report was "alive-no injury. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)